Manufacturer narrative:
Off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 80x75mm diameter abdominal aortic aneurysm. The aortic neck was 19mm in diameter proximally and it was 10mm in length. Just above the aneurysm it was 23mm in diameter. The aortic neck had 90-degree angulation. It was reported that although a small amount of endoleak was observed after the stent grafts were implanted the physician determined it was a type IV endoleak and completed the procedure. At a later date, the postoperative CT showed a large type ia endoleak. Coiling was performed 19 days post implant to fill the gap between the blood vessel and the stent graft. First a catheter was inserted through the gap of the stent graft and advanced into the aneurysm. Coils were delivered into the aneurysm in addition to injection of n-butyl-2-cyanoacrylate (nbca), and additional coils were placed in the proximal neck that appeared to be the entry site of the endoleak and the endoleak was resolved. Per the physician the cause of the event was anatomy related (severe tortuosity of the proximal neck). No additional clinical sequelae were reported and the patient is fine.